Manufacturer narrative:
The tip cover accessory has been discarded and will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The site's system logs were reviewed with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon claimed that electrical energy arced through the mcs tip cover accessory which allegedly caused a cautery injury on the right iliac vein. As a precaution, the surgeon sewed a fatty piece of tissue on the wall of the vessel. However, at this time, the root cause of the customer reported failure mode and intra-operative complication are unknown.

Event description:
On 07/14/2017 intuitive surgical, inc. (Isi) received FDA voluntary report uf (B)(4) with the following event description: there was a small tear in the scissor tip cover for robotic wrist instrument. When surgeon activated cautery, he noticed an arc to the right iliac vein causing small 2-3 mm partial thickness cautery injury to the right external iliac vein. The vascular surgeon was contacted by phone and advised over sewing a fatty patch of tissue to the vein as no active bleeding was present. After multiple attempts, isi contacted the site's assistant clinical manager and obtained the following additional information regarding the reported event: she confirmed she was not present during the procedure; however, she was informed about the reported event. It was reported that during a da vinci-assisted prostatectomy procedure, arcing was observed and appeared to come through the monopolar curved scissors (mcs) tip cover accessory causing a possible cautery injury to the right external iliac vein. The assistant clinical manager stated that the surgical staff was able to successfully install the mcs tip cover accessory using the tip cover installation tool on the mcs instrument without any issues. However, she does not know if the surgical staff inspected the mcs tip cover accessory prior to the start of the surgical procedure. She is not sure how long the mcs instrument was used before the surgeon witnessed arcing of electrical energy from the mcs instrument. The surgeon believed the instrument arced very close to the right external iliac vein. They did not see any perforation on the vessel wall; however, the surgeon was not sure if the wall of the right iliac vein was actually compromised secondary to the arcing. The surgeon then consulted with a vascular surgeon who, as a precaution, recommended sewing a piece of fatty tissue patch on the right external iliac vein wall. It is confirmed there was no bleeding from the vessel. The surgeon over-sewed the vessel wall with a fatty piece of tissue. The surgeon believes arcing was the result of energy escaping from an alleged pin hole size tear in the mcs tip cover accessory. The assistant clinical manager confirmed that they did not inspect the mcs tip cover accessory after they witnessed the arcing event and removed the mcs instrument from the patient. No instrument collisions were reported. The surgical procedure was completed robotically with no further issues. The assistant clinical manager also confirmed that the generator settings were as per manufacturer recommendations. The assistant clinical manager confirmed that the mcs tip cover accessory was discarded; therefore it is unavailable for further evaluation. She also confirmed that the patient has not come back with any postoperative complications. The surgical procedure was not recorded on video.